Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of the device and cause not established. The event (9) is detectable and preventable by following the instructions for use (IFU), no revision necessary. The event (10) is detectable and preventable by handling device in accordance with the following (IFU). Gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object in the nozzle and the tip cover has a burn. There was no patient involvement.